Event description:
The patient presented to the emergency room because they were experiencing shocks due to a fast ventricular tachycardia (vt) that fell into the programmed ventricular fibrillation (vf) zone. The device delivered appropriate high voltage defibrillation therapy but was unable to convert the vt. It is unknown how the vt was terminated at this time. Additional information was requested, but no information has been received. Reprogramming was performed to resolve the event. The patient is in stable condition and will continue to be monitored.